Event description:
It is reported that the tip of a depth gauge broke at the base. The device did not malfunction during surgery while being used on a patient. The product was received at service and repair and was unable to be repaired. This is report 1 of 1 for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. This report is part of the service and repair documentation remediation. Devices that were received by service and repair have either been repaired and returned to the customer or discarded by synthes, making further product evaluation by manufacturing or engineering impossible. A review of synthes device history records for manufacturing revealed no complaint related issues.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. This report is part of the service and repair documentation remediation. Devices that were received by service and repair have either been repaired and returned to the customer or discarded by synthes, making further product evaluation by manufacturing or engineering impossible. Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted the device was returned because the depth gauge broke at the base. The product was received at service and repair who conducted a visual evaluation and they were unable to repair the device and it was discarded. A review of the device history records has been requested. There is no further information available on this event. If any other information is received this will be reported via a supplement. Placeholder.